Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in an unknown vessel. The 2.0x15 mm mini trek balloon catheter was being used for dilatation of the lesion; however, the balloon did not inflate at all. The procedure was finished by using another abbott product. No adverse patient effect or clinically significant delay in the procedure were reported. No additional information was provided.